Manufacturer narrative:
There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device was not recognizing the pads cable. There was no reported patient involvement/adverse patient impact.